Event description:
It was reported by the pt that there were clots in her legs, trapease filter and in her kidney. The pt was diagnosed with pulmonary embolism (pe) in 2001. A trapease filter was implanted in 2001. Five months later, the pt underwent knee surgery. Several days later, she experienced stomach cramps and her left leg swelled. The pt was admitted to the hospital where tests revealed evidence of thrombus. According to the pt, the clots went from her legs all the way to her kidney. A gunther tulip filter was implanted above the trapease.

Manufacturer narrative:
The product was not returned to cordis for analysis as it remains in the pt. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp). No add'l info was provided by the physician. Films were not provided to cordis for review. It is possible that the clots were related to the pt's surgery or post-op recovery. In this case, there is not enough info to determine a causal relationship between the device and the reported event.